Event description:
It was reported that oversensing of diaphragmatic noise and rv (right ventricular) pacing inhibition occurred. The manufacturer's patient device registration system indicates the patient died five days after the reported event. There is no allegation that the death was device related. Follow-up information received indicated the patient had been admitted with respiratory failure, stroke, aspiration pneumonia, and cardiomyopathy. The death certificate indicates the manner of death to be natural causes.

Manufacturer narrative:
This information was received from a competitor. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. It is not known if the device was explanted post-mortem. It was reported that oversensing of diaphragmatic noise and rv (right ventricular) pacing inhibition occurred. The manufacturer's patient device registration system indicates the patient died five days after the reported event. There is no allegation that the death was device related. Follow-up information received indicated the patient had been admitted with respiratory failure, stroke, aspiration pneumonia, and cardiomyopathy. The death certificate indicates the manner of death to be natural causes. No conclusion can be drawn oversensing pacing intermittently noise.